Event description:
It was reported that a patient underwent an avnrt (atrioventricular nodal reentrant tachycardia) ablation with a qdot micro catheter and the patient experienced heart block. First, it was reported that all signals (intracardiac and body surface) were lost on the carto 3 system only mid-case, errors 278 (ECG data streaming error.), 268 (acl data streaming error.), & 258 (magnetic data streaming error.) Were displayed on the carto 3 system. The piu (patient interface unit) power supply was shut off and rebooted and the issues were resolved. The procedure continued. It was also reported that the rf (radiofrequency) data cable (ngen monitor-recording system) was noticed to be missing. The procedure continued without the rf data cable. It was also reported that the patient had heart block during ablation of the avnrt. The heart block was confirmed using the intracardiac and body surface signals displayed on the carto 3 system. The patient then went into a "2-to-1 signal" and is currently still in a "2-to-1 signal". The procedure was ended. No medical intervention was needed. However, the patient stayed overnight to be monitored (requiring extended hospitalization). The patient fully recovered. The physician's opinion on the cause of the adverse event is the nature and risk of the procedure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).